Manufacturer narrative:
(B)(4): visual examination of the returned device identified the device had been inflated. An attempt was made to inflate the device to its rated burst pressure (rbp) however; a leak was noted at the tip of the device. No leak was noted in the balloon. The distal markerband had moved to the distal tip of the device. The balloon material was dissected and the outer lumen was removed in order to locate the leak in the inner lumen. The lumen was detached from the distal tip, identifying the location of the leak. Examination did not identify stretching of the shaft as the distal shaft from the distal tip was measured and was within specifications. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
Reportable based on analysis completed on (B)(4)-2011. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained through the left femoral artery. The 90% stenosed lesion was located in a moderately tortuous right superficial femoral artery (sfa). The physician advanced the 4.0mm x 1.5cm flextome cutting balloon catheter. During the first inflation the balloon was inflated to 6atms for 120 seconds. 'The device was slightly moved'. Upon the second inflation the balloon was inflated to 6atm however; the balloon ruptured at 4atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, analysis of the 4.0mm x 1.5cm flextome cutting balloon identified a markerband in the incorrect position.